Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the delivery accuracy failure was unable to be confirmed. All testing found delivery accuracy well within specifications. There was no fault found with returned pump. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed volume testing and was noted to be under infusing. No adverse effects were reported.